Manufacturer narrative:
PMA/510(k) # k163468. Cook (B)(4) ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Exemption number: e2016031. (B)(4). Importer site establishment registration number: (B)(4). 1 x evo-22-27-9-d was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the lockwire was in place on return. The red shuttle deployment marker was towards the middle of the handle. No part of the stent was exposed from the sheath on return of the device. Actuation was not possible with the handle for deployment. The handle was dismantled to show that the flexor was broken at the shuttle cap. The stent was manually deployed and noted to be fine. The customer complaint was confirmed as the flexor was broken at the shuttle cap. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. A possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to include the investigation conclusions . Can't deploy the stent.

Manufacturer narrative:
PMA/510(k) # k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 investigation is pending. A follow up MDR will be submitted with the investigation conclusions.

Event description:
This initial report is being submitted due to the malfunction precedence: flexor kinked/stretched/broke/compressed. This report forms part of retrospective review of open complaints for a new malfunction precedence for this device family. Can't deploy the stent.